Event description:
The olympus representative reported on behalf of the customer, the evis exera iii xenon light source had a light source problem. The front panel was blinking, and the narrow band imaging (nbi) was not working. No procedure or patient involvement. The issue was found during routine inspection by the customer. This report is to capture the reportable malfunction of the front panel was blinking.

Manufacturer narrative:
The device was evaluated, and the reported issue of the front panel blinking was confirmed. The issue of the nbi was not confirmed. The front panel light-emitting diode (led) was blinking due to dust inside the sensor. Additionally, an e300 error message occurred. After cleaning, the device worked as intended. The high function was working intermittently due to faulty hinge unit. Dust was found inside the unit and the tank socket was rusty. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the blinking of the front panel and e300 error were confirmed. When dust inside the device was cleaned, the blinking of the front panel and e300 error were resolved. E300 error indicates clv endoscope error, and this error prompts a user to connect the light guide properly when it is not properly connected. When e300 error occurs, the device cannot be switched to nbi. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿clean and vacuum dust the ventilation grills using a vacuum cleaner. Otherwise, the light source may break down and gets damaged from overheating. Avoid using the light source in a dusty environment. This may damage the light source.¿ olympus will continue to monitor field performance for this device.